Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the surgeon fired the ecs29 and upon withdrawal observed that the tissue had been cut by the knife blade, but saw no staples present and therefore no anastomosis. She was able to hand sew the anastomosis. The surgeon reported to the rep that she had not fired the ecs29 before, although she had fired the eea many times. There was no consequence to the pt.